Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose was 415 mg/dl. The customer treated with the insulin pump. The customer's blood glucose was 333 mg/dl at the time of call. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.